Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The returned guide wire had its coil wire elongated for approximately 140mm originating from the point where approximately 8mm distal to the mid solder which was set at 25mm from the tip. Under the elongated coil wire, the inner coil wire was exposed. Distal to the exposed inner coil wire, the core composed of a core wire and twist wire was found fractured. Multiple bends with widened coil pitch were observed on the distal segment of the returned guide wire. Coil elongation stopped at approximately 8mm proximal to the tip. At the very distal end of the coil wire, a ball tip remained attached; the coil wire remained in one piece. Distal coils were intentionally removed to observe the core fracture. Both core wire and twist wire were found fractured at approximately 8mm from the tip. Each of the fracture ends showed a relatively flat surface which suggested that local bending stress had contributed to fracture. As the elongated coil wire remained in one piece, measurement of the fractured core suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was concluded that excess bending stress generated with delivery of the concomitant devices had contributed to the core fracture. The tip was assumed to be prolapsed in the peripheral vessel while the concomitant devices were delivered by pushing, bending stress locally applied and accumulated on the core, and eventually the core became fractured when the accumulated bending stress exceeded the product's design limit. The coil wire was assumed to become elongated by pulling stress generated with wire removal. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the procedure was to treat a moderately calcified cto in the lcx #13. After successful wire crossing, the guide wire was knuckled and advanced to the peripheral #13. Balloon dilatation and stent deployment were performed. The guide wire was then removed from the anatomy when the core fracture and coil elongation occurred. A catheter was delivered distally to successfully retrieve the guide wire as a single unit. There were no adverse patient effects attributed to this guide wire and the patient was without problem after the procedure.